Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sustained impact damage when it was dropped, resulting in a small crack on the side and an unresponsive touchscreen that prevented unlocking, while insulin delivery continued. Symptoms included no injury. Outcomes included continued use of the device for insulin delivery until a replacement arrives and plans to return the damaged unit. Investigation included customer interview and logistical review for replacement and return. Investigation of this case revealed physical damage to the display assembly and housing with loss of user interface responsiveness. It was concluded that the event was due to accidental physical damage, and a replacement device was provided.